Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated that they have tested positive with quickvue otc for 3 months and have been confirmed negative with molecular (pcr testing) and other rapid antigen testing. The total number of false positive results is unknown, but the consumer did communicate 4 additional occurrences which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.